Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that unexpected stress was applied to the charge-coupled device (ccd) unit due to user handling which caused the failure. Regarding the handling of the device, the instruction manual contains the following description which may prevent the event: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head." Per the legal manufacturer, the other device defect (cut on cable) included in the initial MDR has no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint "the screen is just totally blank" due to a faulty charge-coupled device (ccd) unit. A cut was found on the cable which caused the unit to fail a water leak test. The legal manufacturer will review the content of this complaint for further investigation.

Event description:
The service center was informed during preparation for use there was no image on the display. There was no patient injury was reported.